Event description:
The customer reported that the patient was found to have a deep vein thrombosis. The patient was receiving mechanical venous thromboembolism prophylaxis from the kendall scd700. Additional information was provided by the customer and it was stated that the product was likely being used incorrectly by the operator.

Manufacturer narrative:
Section b5 has been updated to include the additional information provided by the customer.

Manufacturer narrative:
The complainant indicated that the device may not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the patient was found to have a deep vein thrombosis. The patient was receiving mechanical venous thromboembolism prophylaxis from the kendall scd700.